Event description:
It was reported that (1) lcsk5 was used during an unknown procedure. It was reported by the rep the device was not working properly. The surgeon used another lcsk5 and the case was completed without any complications. There was no consequence to patient.